Event description:
It was reported that during the intracept procedure, the physician had difficulties removing the j-stylet from the curved cannula due to very hard bone. The physician began to twist and pull extremely hard while holding both the j-stylet and the curved cannula. This caused the top of the curved cannula to snap off when the j-stylet was removed. However, this did not cause any issues with completing the lesion and the physician stated that the instrument broke due to him putting a tremendous amount of force on it. The broken curved cannula was returned and analyzed. Visual inspection revealed that the curved cannula handle was broken off from the screw threads and the shaft tip was sheared. It could not be confirmed if any device fragments were left behind inside the patient and whether or not they were contained inside the bone.

Event description:
It was reported that during the intracept procedure, the physician had difficulties removing the j-stylet from the curved cannula due to very hard bone. The physician began to twist and pull extremely hard while holding both the j-stylet and the curved cannula. This caused the top of the curved cannula to snap off when the j-stylet was removed. However, this did not cause any issues with completing the lesion and the physician stated that the instrument broke due to him putting a tremendous amount of force on it. The broken curved cannula was returned and analyzed. Visual inspection revealed that the curved cannula handle was broken off from the screw threads and the shaft tip was sheared. It could not be confirmed if any device fragments were left behind inside the patient and whether or not they were contained inside the bone.